Manufacturer narrative:
(B)(4).

Event description:
It was reported the manufacturing representative read impedances of >20 ,000 ohms on six bipole combinations. It was noted the other combinations were within range. It was further noted the manufacturing representative measured impedances at 3.0 v and only 4 bipole contacts were out of range. The reporter stated there were no difficulties during the lead implant. It was noted that the patient was in the operating room and had not been closed at the time of the report. Additional information received reported the patient was getting the expected stimulation. It was noted that impedances were still high on 4 electrodes post operation, but the stimulation felt by the patient was not affected. It was noted the patient had an occipital stimulation implant.